Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the bipolar yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding the broken conductor wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had broken conductor wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damage observed was that the black insulation as stripped. It was unknown if the wire was exposed due to the damaged insulation. It is unknown if there was any loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage. It is unknown if the instrument collided with any other instrument or tool during the procedure. There are no photographic images available for review. Patient demographics were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.